Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.